Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For patient: if in your possession, may we have copies of your operative report ((B)(6) 2017), cystoscopy results and any revision procedures? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? For health professional: the patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient comorbidities/concomitant medications? What type of incontinence, urge or stress incontinence was prior to surgery (B)(6) 2017? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Onset date of urinary retention, post-op urge incontinence, voiding dysfunction and overactive bladder from the initial surgery time ((B)(6) 2017)? How was urinary retention confirmed? When was cystoscopy performed? Results? How were all urinary symptoms treated? Dates and results? What was a reason for the patient¿s re-admission to emergency? What is a cause and how was fixed ¿too tight¿ tape? Date and results? How was urinary tract infection treated? Results? What is physician¿s opinion as to the etiology of or contributing factors to all these events (pain, urinary retention, urge incontinence, voiding dysfunction and overactive bladder)? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2017 and the mesh was implanted. The patient had a cystoscopy. Tape was too tight, over-correction, soon after the patient was re-admitted to emergency unable to void. A catheter was inserted and the patient had to learn to self-catheterize to be able to empty bladder. The patient experienced voiding dysfunction, overactive bladder and urge incontinence. Per patient, many appointments at the hospital gave no relief or options to fix. The patient also experienced multiple urinary tract infections whilst learning to self-catheterize to empty bladder. The patient unable to sit down to empty the bladder and is experiencing pain and pulling in the area. It has also impacted a sex life. Additional information has been requested.